Event description:
It is reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
Surgical notes were not provided; it is unk if the implants were cemented per the surgical technique. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info; however, no further info has been received to date. A definitive root cause cannot be determined with the info provided. The device history records for the tibial component were reviewed with no issues found. It is not suspected that the product failed to meet specifications. Compatibility of the tibial and articular surface was reviewed with no issues noted. A visual review of the returned articular surface finds pitting and line indentations on the functional surface that are indicative of debris between the femoral implant and the articular surface. The underside of the tibial component has bone cement attached on only one side of the tibial plate. The other side and the post are missing cement; however, there are small areas of random sparsely attached cement. The investigation could not verify or identify any evidence of product contribution to the reported problem.